Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager/tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart catheterization (lhc), the band was applied and 12ml air was injected into the tr band. Immediately after the procedure, the large balloon assembly began to lose air and deflated, resulting in a new band being placed. There was not any noticeable damage to the device. The device was not manipulated before use in any way. Product was stored inside a cabinet in the procedure room. The patient was stable, and no blood loss was reported.